Event description:
Two hours into a posterior fossa craniotomy with child prone, peak airway pressure increased rapidly and end-tidal co2 decreased. Breath sounds decreased bilaterally. Rptr debated whether to reintubate (would require turning pt supine with open cranium) or risk increased peak pressure. Chose the later and did finish surgery without permanent harm. (*)